Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse arrived on site and connected the test catheter and instantly got the same alarm of "leak in iab". The fse checked the safety disk and noticed the iab fill port was loose and would move a little when pumping causing the leak in the catheter. To fix the issue, fse tightened the fill port connection and performed transducer calibration as they were on the high end of the tolerance. The iabp passed the safety disk leak test, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the iab circuit. No patient involvement, serious injury or adverse event was reported.